Event description:
It is reported this event occurred in the intensive care unit. The insertion site was the subclavian vein. Upon insertion of the introducer needle, the hub separated from the cannula. The detached cannula remained under the skin of the patient. As a result, a surgical incision was made. A second attempt was made and the catheter was placed successfully. There was a delay and it was noted the delay was harmful to the patient. There were no further complications, injury, or death reported.

Manufacturer narrative:
(B)(4).